Event description:
Related manufacturer reference number: 2017865-2022-21654. It was reported that a patient presented for an implant procedure. After the procedure was completed and the device pocket was closed, the right atrial (ra ) lead was found to have unspecified capture and sensing issue, low pacing impedance, failure to sense and failure to capture. Flouroscopy performed noted that the ra lead was coming out of the patient's pacemaker header, which was determined to be due to a loose pacemaker setscrew. Additional surgical intervention was taken to address the loose pacemaker setscrew, and replaced the ra lead. This intervention was performed on (B)(6) 2022. The patient was stable throughout.